Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5 and prolapsed anterior leaflet. A triclip xtw was inserted, and grasping was performed. However, difficulties grasping the leaflets occurred. The clip was able to be deployed on the tricuspid valve. However, upon deployment, the clip was observed to be extremely mobile. Imaging was performed and revealed that the clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, two additional clips were deployed on the tricuspid valve, reducing tr to a grade of 4+. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported slda and difficulty grasping could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported difficulty grasping appears to be related to patient morphology/pathology due to degenerative leaflets. However, a cause for the reported slda cannot be determined. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were deployed to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.